Event description:
From sanofi: material name: unknown sku: unknown lot#: unknown complaint description: bd pen needle blocked   note: date sanofi received complaint: on (B)(6) 2024. Date sanofi received the sample: on (B)(6) 2024. (B)(4) .

Manufacturer narrative:
H3 other text : device not available.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula pe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.